Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a flaccid left side, a left facial droop, slurred speech and a delayed response. The patient was on intravenous heparin with a therapeutic partial thromboplastin time (ptt). The ventricular assist device (vad) was functioning as intended with stable vad parameters. A computed tomographic angiography (cta) for head and neck showed acute distal right m1 occlusion with mild reconstitution of the right m2 branches in the proximal sylvian fissure. The patient underwent a successful thrombectomy and had no neuro deficit following the procedure. The patient was cleared by neurosurgery and was discharged home on (B)(6)2023 and would follow up with neurology in (B)(6). The patient continued to be followed up in the vad clinic and was on coumadin and aspirin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.